Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that no steps were taken to resolve the tingling in their left side, but the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a mouse in the MRI and the patient went in there. The patient said there was not an active scan being performed but the magnet was on. The patient said that they were within 6 feet of the magnet and they could feel that they were too close. The patient said that they were feeling a tingling in their left side. The patient said the MRI tech seemed to think the patient wasn¿t close enough to the magnet for the magnet to do anything to the device. The patient did not have their patient programmer with them. Patient services recommended checking the device with the patient programmer and possibly turning off. No further complications were reported.